Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the instruments verified and the inaccuracy could not be reproduced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a t3-t7 spinal fusion, a screw was placed in a position that was too medial. It was reported that when placing screws at the t6 vertebral body, the ionm showed that motor and sensory was lost in the feet. The surgeon performed a two-level decompression, which assisted the nerve loss but the right foot did not recover. A confirmation image acquisition with the medtronic imaging system found that the screw was placed 2mm medially and the surgeon felt that navigation did not reflect the position at the time of the reported placement. The screw was then removed and the case concluded. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.